Event description:
On (B) (6) 2009, the pt reported she received an occlusion error on her insulin infusion device during basal delivery. She said that prior to the report, she disconnected from her infusion headset and bolused 2-3 units of insulin without error. She was instructed to disconnect from her device and bolus another 3 units into the air which she successfully did. She was advised to change her headset and, when she removed the headset, she discovered the cannula was bent. She stated her headset was in use for 1 day and she uses an insertion device to insert her headsets. The pt inserted a new headset and bolused 6 units without error. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second part to address the issue. The infusion set was replaced and requested to be returned for eval.

Event description:
The customer stated the architect i2000 analyzer was generating error code 1007, unable to process test, activated read failure on a number of assays. Upon investigation, the reaction vessels in use were scratched with a 'line-like' mark on the surface. The issue was resolved after the reaction vessel lot was changed. No impact to patient management was reported.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Event description:
Replacement of dual chamber.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Chloraprep was being used to prep skin before starting an IV. The patient complained, and nurse noted cuts from chloraprep.====================== health professional's impression======================glass inside device penetrated through mesh barrier, cutting patient.